Event description:
On (B)(6) 2011 customer reported the electrolytes are failing calibration on the cx5 delta instrument, and the probe is leaking and failing alignment. Customer also stated that the ion selective electrode (ise) probe is hitting the side of the electrolyte injection cup (eic). No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument on (B)(6) 2011 and found one of the ports on the co2 electrode clogged. Fse replaced the electrode. Fse found the o-ring on the other co2 electrode broken, and fse replaced the o-ring. Fse cleared the ports on the eic and replaced the ise because it was missing all of its teflon. Fse calibrated the instrument twice and had no errors. Quality control (qc) was run and all qc was within 2 standard deviations of expected mean. On (B)(6) 2011 fse returned and replaced the ise crane due to motion errors, caused by a spill onto the motor of the crane assembly, in which it was hitting the eic. Fse aligned the probe and tightened. No further issues were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).